Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report 1 of 3 from (B)(6), reported debris in sterile packaging. It is unk if the device was used in surgery. It is unk if there was pt/user injury or med intervention. The date of event is unk. If any additional info should become available, this notification will be updated accordingly.